Manufacturer narrative:
(B)(4). Batch # 435a72. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance / manufacturing irregularities were identified.

Event description:
It was reported that during an unknown procedure, the surgeon used device and it failed. The device would not lay clips properly and in some cases skipped a clip almost as if it wasn't loaded correctly. Device produced malformed clips which subsequently would not hold onto the tissue/ vessel when placed. Device also would occasionally not feed clips in between producing malformed clips. Surgeon had to open a completely new box from a different lot which worked fine. There was no patient consequence.